Event description:
Boston scientific received information that during a routine device change out, this right ventricular lead has exhibited high out of range shock impedance measurements. It had been previously reported that the shock impedance values on this lead were exhibiting measurements on an upward trend; however, not in a reportable range. The boston scientific field representative has been called to further investigate. No adverse patient effects were reported and to date, no change of product status has been reported.

Manufacturer narrative:
As no further information concerning this report is expected at this time, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Follow-up with the boston scientific representative confirmed the lead remains active with no intervention planned to date. The physician performed defibrillation testing (dft) with successful shock conversion observed. A lead integrity issue is suspected and replacement not planned at this time due to the patient's resistance.

Manufacturer narrative:
Should additional information be received, this event will be further updated.